Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2020. If explanted, give date: not applicable, as lens remains implanted. A failure analysis of the complaint device cannot be completed as product remains implanted. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a symfony lens dislocated. It was learned that the patient had unexpected post-op outcome. The doctor repositioned the lens and the secondary surgery went well. No patient adverse events, no patient post-op injuries. No other information was provided.